Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three events where infusion set tubing was detached from connector. The issue occurred with three similar types of infusion sets used for less than 24 hours on (B)(6) 2024 . The blood glucose level of the patient was high which was treated by correction injection via pump. No further information was available.